Event description:
It was reported the surgeon was implanting an sjm valved graft (medwatch # 2648612-2010-00041) and was testing the valve performance when one of the leaflets fractured, dislodged, and went into the left ventricle. Forceps were used to remove the leaflet. The surgeon removed the valve from the graft, dried the dacron material and stitched a smaller 19 mm regent valve to the graft and implanted it again. Additional information received indicated the patient expired (exact date unknown).